Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Valve leakage. The catheter started to leak after long period of usage. I¿ve followed up with the customer regarding complaint with pleurx valve leakage and I was assured it was no fault of ours and that the patient¿s wife accidentally broke the clasp that clicks onto it. They were able to easily change the valve over so all is well now. The patient has been on pleurx for over a year.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information, probable root cause is use related. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration.

Event description:
Valve leakage. The catheter started to leak after long period of usage. (B)(6) 2022: I¿ve followed up with the customer regarding complaint with pleurx valve leakage and I was assured it was no fault of ours and that the patient¿s wife accidentally broke the clasp that clicks onto it. They were able to easily change the valve over so all is well now. The patient has been on pleurx for over a year. 1. Where is the catheter located? Abdomen or chest? - chest. 2. How long has the catheter been in place? - 1 year. 3. What was the impact to the patient? - no impact, patient is doing well . 4. Lot number associated with reported issue? - unknown.